Event description:
It appears that as a consequence of prk -increased eye pressure during the procedure, I developed 2 holes in my right eye which could have resulted in a detached retina. The holes were repaired with laser treatment. Facility did my prk. They insist the prk did not cause the holes in my eye. The facility said, they originated a study to analyze this possibility and the results came back that there is no indication that holes in the eye can be caused by laser surgery. The ophthalmologist who corrected the holes said not true. He said, there is a substantial amount of evidence indicated the build up of pressure in the eye required for laser surgery thins out the cornea and both holes and potentially a detached retina.